Event description:
It was reported that the patient used meal announcements as corrections for high blood glucose rather than announcing only for food, and the patient received education on proper use and the protocol for correcting high glucose; this was categorized as an improper or incorrect procedure or method associated with the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.